Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. As received, the device telemetry communication and output were normal. The device battery was found depleted to end-of-service level (eos), consistent with the pacer¿s projected longevity. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, a header bonding anomaly in the attachment area. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was tested for a hermeticity breach which was not observed. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
Additional information received indicated the pacemaker (pm) was explanted. Further information was requested but not received.

Event description:
Additional information alleged premature battery depletion on the pacemaker (pm) again. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. It was noted that their pacemaker exhibited premature battery discharge of battery. No intervention was reported. The patient was in stable condition.